Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing discomfort at ipg site due to ipg pocket site being tender. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the physician elected to reposition the ipg deeper. This addressed the issue.